Event description:
It was reported the device exhibited an alarm while in patient use. A cstd was used to fill cassette. The pump was used to prime the extension tubing. Patient did not receive full infusion. Oncologist notified and indicated patient did not need to finish remaining infusion. No adverse patient effects were reported by the customer. Continuous infusion rate: 2.3 ml/hr. Total reservoir volume: 106 ml. Given: 65.3 ml. Air detector and upstream sensor were on. Length of infusion: 46 hours. Lock level: keypad was locked.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.